Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A diabetes program manager reported that the patient was hospitalized due to diabetic ketoacidosis. Follow-up with the patient confirmed that the hospitalization occurred on (B)(6) 2026. The patient reported that blood glucose levels increased to approximately 800 mg/dl following an unspecified duration of pod wear. During hospitalization, the patient received treatment with intravenous insulin. The patient was unable to recall additional details of the event, including any symptoms experienced or whether any omnipod alarms occurred, stating that his memory of the event was unclear. However, he reported that his girlfriend contacted emergency services, and he was transported to the hospital by ambulance. The patient remained hospitalized for approximately three days and was discharged on (B)(6) 2026.